Manufacturer narrative:
(B)(4). The sample availability is unknown and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2/4 was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line became disconnected from the transfer set. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during drain 2 of 4. The home patient (hp) stated that the patient line became disconnected from the transfer set during therapy while he was in bed. The hc then alarmed with se 2240. The baxter technical representative (tsr) had the hp recycle power on the hc. The hc then alarmed se 2367. The tsr had the hp recycle power again and the alarms cleared. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.